Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: april 25, 2013. Expiry date: april 01, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in xxx as follows: when the surgeon inserted the implant, the cage and plate separated and came apart. It was not able to be put together again during the procedure and it was assumed the implant was broken. A new implant was opened and used without issue. There was a three minute delay in the procedure. There was no harm to patient; the patient was reportedly stable. It was reported that after the procedure, the pieces could be put together again. This is report 1 of 1 for (B)(4).